Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the packets of a bd insyte¿ autoguard¿ bc shielded IV catheter(s) were ¿opening spontaneously¿ and no longer sterile. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: device/batch history record review findings: findings: the lot number 7089532 was built on afa line 9, from april 8, 2017 thru april 13, 2017. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. DHR review disclosed no indication of the alleged defect as there were no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the event description. Qn / sap database review findings: a non-related qn (B)(4) -damage luer adapter) was initiated and disposition of the product, root cause and corrective action(s) were applied according to the quality control plan. Observations and testing: received 1 insyte autoguard bc 18ga unit from lot number 7089532 exp. 2020-03-31. Visual/microscopic examination: the package received was partially open at one end. The product characteristics require a minimum of 1/8¿ seal width with adhesive transfer from the top web paper to the bottom web film. This characteristic was met. In addition the paper top web of the returned units was analyzed under uv light. The adhesive used to seal the top and bottom webs is uv fluorescent. The analysis revealed adequate top web adhesive. The key variables that affect seal strength are seal transfer/width and top web adhesive presence. Both of these variables were included in the investigation. Conclusions: the defect stated in the description of the complaint was confirmed with the returned unit. Even though the package was received partially opened, all the process characteristics that directly influence the seal were observed to be within specification. No anomalies were found. There was no physical evidence to confirm or to support manufacturing process related issues for the defect. CAPA 48637 was initiated to address the issue of open seal complaints. Tasks associated with the CAPA plan have been completed.